Manufacturer narrative:
The patient was brought into the clinic for further assessment. Everything checked out fine. No intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific crm received information that this lead exhibited a low out of range impedance.